Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic lead system exhibited a loss of ventricular capture during atrial threshold testing. The physician was unable to reproduce the loss of capture, but the problem was confirmed on electrograms.